Event description:
The user facility reported the cutter would not cut properly. A new pack was opened and the surgery was completed with no injury to the patient.

Manufacturer narrative:
Evaluation completed. One opened bl5225 pack from lot v1018 was returned. The pack contains a 25ga vitrectomy cutter with tubing only. The rest of the pack components were not returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter had good clean cuts at various cut rates and the cutter aspirated as intended. The sterilization and lot history records have been reviewed and found to be acceptable.